Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Novopen echo was not functioning properly clarified as the plunger was stuck [device mechanical issue]. Blood sugars very high [blood glucose increased]. Case description: this serious spontaneous case from the united states was reported by a medical doctor as "novopen echo was not functioning properly clarified as the plunger was stuck(device mechanical jam)" beginning on 2018, "blood sugars very high(blood sugar increased)" beginning on 2018, and concerned a elderly male patient who was treated with novopen echo (insulin delivery device) from 2018 for "device therapy". Medical history was not provided. On an unspecified date in 2018, the patient's novopen echo was not functioning properly, which was clarified as the plunger was stuck. Due to this the patient experienced high blood sugar and the patient was hospitalized. During hospitalization, the physician at the hospital was able to fix the novopen echo and the patient recovered. Batch number novopen echo: ev40014. Action taken to novopen echo was not reported. On 2018 the outcome for the event "novopen echo was not functioning properly clarified as the plunger was stuck(device mechanical jam)" was recovered. On 2018 the outcome for the event "blood sugars very high(blood sugar increased)" was recovered. Preliminary manufacturer's comment: on (B)(6) 2021: the suspected device novopen echo has not been returned to novo nordisk for evaluation and only very limited information regarding the handling of suspected device is available. No conclusion has been reached. Elderly age of the patient is assessed as a significant confounding factor for development of hyperglycaemia.

Event description:
Case description: investigation result: name: novopen echo - batch ev40014. A visual examination of the returned product was performed. The electronic register was checked. The readout revealed indications of unintended use of the pen. Visual examination and functional testing were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge without any observed irregularities. All mechanical functions were found to be normal. This included the function of the pushbutton and the piston rod. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications confirmed: in the readout of the electronic pen memory it was revealed that the electronic display has shown two lines; after the dose button was fully depressed. This is because the user split the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes before the entire dose was fully delivered. The two lines in the display is a normal function of the pen to warn the user of not recommended user behaviour. The observed problem was caused by unintended use of the device. Since last submission, the case has been updated with the following: -investigational result were updated. -annex b, c, d and g codes updated. -narrative updated accordingly. Final manufacturer's comment: 12-feb-2021: upon investigation of the suspected device (novopen echo), the device was found to be normal and function as intended. There is no damage or malfunction on the pen. However, the readout of the electronic pen memory it was revealed that the electronic display has shown two lines; after the dose button was fully depressed. The display is indicating that the user has used the pen in an unintended way. The display indicates that the user has not fully injected the dialled dose and this might lead the patient to experience a hyperglycaemic event. H3 continued: evaluation summary. Name: novopen echo - batch ev40014. A visual examination of the returned product was performed. The electronic register was checked. The readout revealed indications of unintended use of the pen. Visual examination and functional testing were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge without any observed irregularities. All mechanical functions were found to be normal. This included the function of the pushbutton and the piston rod. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications confirmed: in the readout of the electronic pen memory it was revealed that the electronic display has shown two lines; after the dose button was fully depressed. This is because the user split the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes before the entire dose was fully delivered. The two lines in the display is a normal function of the pen to warn the user of not recommended user behaviour. The observed problem was caused by unintended use of the device.